Manufacturer narrative:
During visual inspection, packaging seal integrity of received package was observed to be compliant. Sealed packet was opened and no anomalies was observed in the inner folder and product.

Manufacturer narrative:
(B)(4) date sent to the FDA: 12/30/2016. (B)(4). In addition, the device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the test that was performed on surgicel? Exactly what is the process of this test? On the test, what other materials were found to be gram-positive cocci? Is the product that is returning have the same lot number as the product that was used during this patient¿s surgery? It was reported that there were several post-op infections after the use of surgicel. Can you please provide the following for each patient event? Date of procedure and name of procedure how much surgicel was used during the procedure? The lot number of the surgicel used during the procedure. What were adverse patient symptoms? When did the adverse patient symptoms occur (onset)? Were there any tests performed on the patient? If so, what are the results? What was done to treat the infection? Who was the surgeon during the procedure? What is the patient¿s current status? What are the patient¿s demographics ¿ age, date of birth, weight, gender, bmi?

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and absorbable hemostat was used. The patient experienced post-operative fever and infection. The hospital¿s neurosurgery department has performed a test for all consumable materials and devices, and the test report was finished on (B)(6) 2016. In the test, gram positive cocci was found on the absorbable hemostat and some other materials. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 02/23/2017. Additional information was requested and the following was obtained: does unused surgicel product in a pouch (from one procedure) get used during a separate procedure? No. If yes, then does this pouch get sterilized before it is introduced into the second procedure? Does the facility use surgicel product from the same pouch in separate procedures? Or does the facility dispose of un-used surgicel product in the pouch after the procedure is completed? No. It was reported that there were several post-op infections after the use of surgicel. How many patients experienced fever and infection post-operation? At least 3 patients.

Manufacturer narrative:
Event ¿ (B)(6) 2016. Additional information was requested and the following was obtained: what was the test that was performed on surgicel? Exactly what is the process of this test - sterile culture of the surgical in vitro, to see if any bacterial. On the test, what other materials were found to be gram-positive cocci - besides surgical, there are gloves, brain drill, etc. Is the product that is returning have the same lot number as the product that was used during this patient¿s surgery - yes, same lot, one representative sample is available returned for bacterial test. The hospital wants to get the bacterial test result from our company. It was reported that there were several post-op infections after the use of surgicel. Can you please provide the following for each patient event - additional info could not be provided. (B)(6). At this time, one file has been created to capture this event. Only if additional information is not available for the other patient events, then additional files will be created. The event date listed on the synergy form is (B)(6) 2016. Did you mean to write (B)(6) 2016 as event date - sorry, the event date should be (B)(6) 2016.